Event description:
It was reported patient underwent a bilateral knee arthroplasty on (B)(6) 2002. Subsequently, patient was revised in both knees on (B)(6) 2013, due to patella and poly bearing wear. The poly bearings and patellas were removed and replaced with biomet bearings and patellas.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00258 / 00259).